Event description:
Hosp submits this report pursuant to 21cfr803. It is based on info reviewed which hosp may not have had an opportunity to investigate fully or verify prior to reporting date. This report shall not be construed as an admission that hosp or any of its employees or affiliates caused or contributed to the incident described herein. Having just finished carotid surgery, area was closed and dressed & pt extubated but not yet moved to stretcher when swelling was noted & area began to bleed. Area reopened & repair attempted with 7-0 suture but sutures kept breaking. Area finally closed with 6-0 suture. Pt required emergency tracheostomy to maintain airway. Pt currently doing fine. Original closure was done also with 7-0 suture.